Manufacturer narrative:
Citation: hosseini mohammadi ns, tavakoli k, taebi m, et al. Comparative prognostic value of risk factors for predicting pacemaker implantation after transcatheter aortic valve replacement: a systematic review and network meta-analysis. Am j cardiol. 2025;250:79-89. Doi:10.1016/j.amjcard.2025.05.009 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of the risk factors for predicting permanent pacemaker implantation (ppi) after transcatheter aortic valve replacement (tavr). A total of 108 studies were included in the analysis, encompassing 77,538 tavr patients. Medtronic corevalve/evolut valves and two non-medtronic valve types were implanted in the pooled patient population. Of the 77,538 patients, 14,560 required ppi within thirty days after tavr. Ultimately, the authors found that baseline conduction abnormalities, male sex, and self-expanding valve types were associated with an increased risk of ppi after tavr.